Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The clamp does have some movement while in the unlocked position, but when properly positioned and put under pressure, the clamp did not move. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that there was movement present in the rocker arm, but no other issues were observed. It is recommended that the unit at least receive a preventive maintenance (pm); therefore, all worn components will be replaced along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. The clamp does have some movement while in the unlocked position, but when properly positioned and put under pressure, the clamp did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that after the mayfield 2000 skull clamp (a2000) was clamped onto the patient, there was slippage during patient repositioning and before surgical incision. This slippage caused a small tear in the scalp that required sutures. There was a delay of 30 minutes in surgery due to product problem.